Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. The following information was requested but unavailable: when the jaws did not open, did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened) if cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device?

Event description:
It was reported that the trigger did not open/close. No further information available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).batch # n90v1z. Device evaluation: the device was received with the cable cut off. During mechanical testing the jaws would not open nor close completely so no functional testing could be performed. The device was disassembled and the proximal gear was missing 4 teeth and they were not returned. The damage to the proximal gear prevented the jaws from opening and closing. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.